Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2024, it was reported that the patient said her family member called an ambulance for her as she passed out, was in a deep sleep, and couldn't talk. When the patient arrived at the hospital and staff did a bg, it was at 20mg/dl while the egv was 300mg/dl. The patient did not remember the medication/treatments provided. The patient did not recall how many days she was admitted, but was already discharged and home and doing fine at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.